Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure was unable to be replicated in a testing environment due to the condition of the returned device. The stent sheath was separated from the distal end of the sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted device damages (wrinkled/separated stent sheath) preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in superficial femoral artery (sfa). The 8.00x30mm absolute pro self expanding stent system (sess) was advanced on a 0.35 guidewire to the target lesion; however, the stent completely failed to deploy. Therefore, the sess was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found that the stent sheath was separated from the distal end of the sheath (shaft); however, the account was not aware of the separation. No additional information was provided.